Manufacturer narrative:
(B)(4). The manufacture date of the device was between 08apr2014 and 11apr2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient experienced the peritonitis on an unreported date in 2014. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was reported to be performing therapy with a minicap that had an unspecified defect. It was not reported if the patient was hospitalized for this event. Treatment was not reported. The outcome of the peritonitis event was not reported. Action taken with peritoneal dialysis therapy was not reported. No additional information is available.